Event description:
It was reported that following a trial procedure, the patient was experiencing a bad headache. A blood patch was performed and had a lead pull. It was noted that the symptoms have been resolved. The explanted device will not be returned as the facility kept the leads.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc221850e0, model: sc-2218-50e, serial: (B)(4) , batch: (B)(4).